Manufacturer narrative:
Additional information was received on 6/22/2020, the mentor failure analysis lab has received the device for evaluation. Patient has an explantation on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant with symptoms of generalized illness. During the visual evaluation of the device, siltex cracking was observed on the posterior aspect. A tear was also observed within the siltex cracking, measuring approximately 0.3 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/31/2020, after further review patient experienced bilateral gel bleed post procedure. The right side breast implant was punctured by the physicians scissors during explantation surgery. Correction: is required intervention should have been checked in follow up report 2. Reason for device explant and/or reoperation: gel bleed and generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced gel bleed in the breast implant and symptoms of generalized illness. During the visual evaluation of the device, siltex cracking was observed on the posterior aspect. A tear was also observed within the siltex cracking, measuring approximately 0.3 cm. Gel bleed cannot be confirmed due to the rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 300cc mentor memorygel breast implant experienced bilateral rupture fatigue, breast pain, intense gastrointestinal issues and brain fog post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.